Event description:
Device malfunction: blood shot out of the device, time of malfunction: during the procedure, symptoms/ae: none. It was reported that a trained physician completed arteriotomy closure using a starclose device during a diagnostic procedure. The physician reports using standard clip delivery technique and that "everything felt normal." When the physician depressed the trigger to deliver the clip, the expected click was heard and blood reportedly "shot from the device into the physician's face." The location within the device where the blood came from was not reported. Hemostasis was achieved with the device. No additional information available.

Manufacturer narrative:
Quality assurance and product performance engineering were unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.